Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account is evaluating the architect hbsag for future use. The account is currently using rebio hbsag. During this evaluation, the account generated a reactive rebio hbsag result on a specimen that tested architect hbsag negative at a reference laboratory. The specimen was collected for the architect evaluation and the architect hbsag results were not used for patient diagnosis. The account stated the rebio hbsag package insert does not require a retest for positive results, therefore no additional testing will be performed by the account. The specimen was collected and tested for evaluation of the architect analyzer. No results were used in patient diagnosis from the architect analyzer. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, , that has a similar product distributed in the us. As no return material was available, the investigation team completed the investigation using an in house retained lot of 49256lu00 and two commercially available seroconversion panels (7 bleeds) and (6 bleeds). One run was performed as per our in house test procedures on one architect instrument. Two replicates of calibrator 1 and calibrator 2 were used to generate the calibration curve and one replicate of each architect hbsag controls were tested to assess the validity of the calibration curve. One replicate of each seroconversion panel bleed was tested using the in house retained sample of reagent lot 49256lu00. The seroconversion panel profile generated for this lot is comparable to the historical panel profile. Therefore the sensitivity of this lot is deemed to be acceptable. In addition to these tests, a review of the testing data generated by abbott laboratories quality control laboratory prior to approving this reagent lot for sale to customers was performed. No anomalies were reported and all kit release specifications were met. Furthermore, a review of complaint report records registered for architect hbsag was performed. Complaint report records are used to identify potential and current field issues. The reports indicate that there were no adverse trends related to the issue reported by the account. As there was no return material available to support this investigation, no root cause could be identified. It remains unclear why conflicting hbsag profiles have been obtained with the specimen tested. The investigation team was unable to obtain a package insert or get any additional information on the results obtained with the fujirebio lumipulse hbsag assay. Therefore, the investigation team cannot compare the architect hbsag and the fujirebio lumipulse hbsag assay results obtained. The results of the investigation demonstrate that the architect hbsag reagent kit in question (lot 49256lu00) is performing within its intended use, label claims and specification. Additionally, refer to the architect hbsag package insert, "if the hbsag results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute or chronic infection." The investigation team, therefore recommend drawing another bleed and performing further tests eg. Hbv nat or anti-hbc igm/total anti-hbc. This is a final report.